Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used during a stent placement procedure performed in the mid-esophagus on (B)(6) 2013. According to the complainant, the indication for stent placement was treatment of lesion due to esophageal cancer. During the procedure, approximately 80% of the stent was deployed when the physician was no longer able to pull the deployment suture. The physician applied force to release the deployment thread but was unable to completely deploy the stent. The stent was removed from the patient partially deployed. The procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device was disposed; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.